Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they had a right shoulder MRI on (B)(6) 2015 that was not related to the device or therapy. The stimulation was in MRI mode during the scan. After the MRI the patient turned their stimulation back on and set it back to the right group. However, the programmer did not show a lying down position and when the patient laid down it was pulsating so much and they couldn't figure it out so they shut down off the stimulation. It was noted that the setting worked okay during the day but it went crazy at night. The stimulation did not hurt the patient during this time but it was pulsating so much and the patient didn't know how to fix it. The patient turned their stimulation back on during the report. The patient was walked through enabling adaptive stimulation and this resolved the issue of the stimulation settings. The patient laid down and the stimulation was fine.